Event description:
It was reported that the patient received unnecessary shocks. The clinician believed that the rhythm was supraventricular tachycardia and should not have been treated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2013 (B)(6). (B)(4).